Event description:
It was reported to philips that the allura device would not start prior to a procedure. The user conducted multiple restarts which eventually resolved the issue so the procedure could be completed. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and procedure got delayed by 10 min. The philips field service engineer (fse) inspected the system onsite and confirmed that there was malfunction with the start-up of the equipment, the fse analyzed the system and found the issue was due to hard drive errors on ippc. The fse replaced the defective frontal ippc, reloaded the os and application. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.